Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check, the pulse generator exhibited premature battery depletion. On (B)(6) 2016, the device was explanted and replaced. The patient was in stable condition.